Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 brand name updated, d4 catalog # removed, and d4 primary UDI # updated (this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided). Evaluation results: the device was received by zoll medical canada for evaluation. The customer's report was verified and attributed to an internal short cable (self test wire) not being connected. The pads were scrapped and the customer was sent replacement pads. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts self-test of the electrode with the defibrillator. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed the self test and was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.